Event description:
During cardiac two vessel ptca, pt dissected left main artery and right coronary artery. Md attributes left main dissection to slow deflate of the stent balloon used. Pt went emergently to operating room for CABG.